Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator, and verified the customer reported malfunction. The fse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), and downloaded the latest software revision to resolve the issue. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, the ventilator exhibited a distorted display. There was no patient involvement.